Event description:
It was reported that one day post op, the gastric band was removed, because the buckle of the band had torn. The surgeon reported that he believed it may have been a technical error on the surgeon's part. There was no patient complications.

Manufacturer narrative:
Information anticipated, but unavailable at this time.